Manufacturer narrative:
Per the pump user guide: your t:slim x2 pump is watertight to a depth of 1 meter for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after exposing the pump to water, the customer received a power source alert. Blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.